Event description:
It was reported to target that during preparation of the detachable silicone balloon, a leakage of its valve was detected. Since this incident occurred during preparation, it did not cause any harm to the pt.